Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 3 months 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy, cystourethroscopy, bilateral salpinngectomy due to complications). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered adenomyosis, alopecia, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were seen outside the left and right ostia diagnostic results: on (B)(6) 2016 patient undergone for surgical pathology reports and impressions are uterine cervix demonstrates focal chronic inflammation, focal squamous metaplasia and a few nabothian cysts. Endometrium demonstrates focally disordered proliferative pattern. Myometrium demonstrates adenomyosis. Right and left fallopian tubes without pathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and mr received, reporter added, demographic added, lot number received, events added: vaginal haemorrhage, menorrhagia, dysmenorrhea, adenomyosis. She did not undergo essure confirmation test. Events onset date and outcome added/updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 3 months 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis."). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy, cystourethroscopy, bilateral salpinngectomy due to complications). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, dysmenorrhoea, adenomyosis, depression and anxiety outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were seen outside the left and right ostia diagnostic results: on (B)(6) 2016 patient undergone for surgical pathology reports and impressions are uterine cervix demonstrates focal chronic inflammation, focal squamous metaplasia and a few nabothian cysts.endometrium demonstrates focally disordered proliferative pattern. Myometrium demonstrates adenomyosis.right and left fallopian tubes without pathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding since 27-sep-2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 3 months 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis."). In september 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy, cystourethroscopy, bilateral salpinngectomy due to complications). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, dysmenorrhoea, adenomyosis, depression and anxiety outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were seen outside the left and right ostia diagnostic results: on (B)(6) 2016 patient undergone for surgical pathology reports and impressions are uterine cervix demonstrates focal chronic inflammation, focal squamous metaplasia and a few nabothian cysts.endometrium demonstrates focally disordered proliferative pattern. Myometrium demonstrates adenomyosis.right and left fallopian tubes without pathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: depression and mental anguish events was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included abnormal uterine bleeding since (B)(6) 2016. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 3 months 5 days after insertion of essure. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis."). In september 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy, cystourethroscopy, bilateral salpingectomy due to complications). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and heavy menstrual bleeding had resolved and the menstrual disorder, dysmenorrhoea, adenomyosis, depression and anxiety outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were seen outside the left and right ostia diagnostic results: on (B)(6) 2016 patient undergone for surgical pathology reports and impressions are uterine cervix demonstrates focal chronic inflammation, focal squamous metaplasia and a few nabothian cysts. Endometrium demonstrates focally disordered proliferative pattern. Myometrium demonstrates adenomyosis. Right and left fallopian tubes without pathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included abnormal uterine bleeding since (B)(6) 2016. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 3 months 5 days after insertion of essure. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis."). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy, cystourethroscopy, bilateral salpinngectomy due to complications). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and heavy menstrual bleeding had resolved and the menstrual disorder, dysmenorrhoea, adenomyosis, depression and anxiety outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were seen outside the left and right ostia. Diagnostic results: on (B)(6) 2016 patient undergone for surgical pathology reports and impressions are uterine cervix demonstrates focal chronic inflammation, focal squamous metaplasia and a few nabothian cysts.endometrium demonstrates focally disordered proliferative pattern. Myometrium demonstrates adenomyosis.right and left fallopian tubes without pathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included abnormal uterine bleeding since (B)(6) 2016. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 3 months 5 days after insertion of essure. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis."). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy, cystourethroscopy, bilateral salpingectomy due to complications). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage and heavy menstrual bleeding had resolved and the menstrual disorder, dysmenorrhoea, adenomyosis, depression and anxiety outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils were seen outside the left and right ostia diagnostic results: on (B)(6) 2016 patient undergone for surgical pathology reports and impressions are uterine cervix demonstrates focal chronic inflammation, focal squamous metaplasia and a few nabothian cysts. Endometrium demonstrates focally disordered proliferative pattern. Myometrium demonstrates adenomyosis. Right and left fallopian tubes without pathologic change. Lot number: 628306 manufacture date:2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, cystourethroscopy, bilateral salpingectomy due to complications). Essure was removed. At the time of the report, the pelvic pain, alopecia and menstrual disorder outcome was unknown. The reporter considered alopecia, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.